Event description:
Meter name: one touch profile. Strip name unknown. Meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were seen by doctor and sent to the diabetes center. Their meter allegedly would only prompt insert strip and the customer was unable to test. The result on their meter was unable to test. The result on the diabetes center meter was 180. No comparison was performed. Treatment was a gliburide pill. The procedure the customer was using to test on customer's one touch profile was incorrect, customer was inserting the teststrip with the blood already on it. No further information has been reported.